Manufacturer narrative:
(B)(4): the device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed . The c-ring was transected in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. Based on the condition of the device as returned the reported complaint was confirmed for ¿c-ring transected by cautery tool.¿ specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke in half. The hospital did not report any patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke in half. The hospital did not report any patient effects. A replacement device was used to complete the procedure.